Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on an unknown date due to unknown reasons. No further information has been received. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.